Manufacturer narrative:
Investigation summary: bd received 4 samples and one photo for investigation. In the customer-provided photo, three devices are shown with the button pressed but the needle not retracted into the sample of the device. The four returned samples along with 30 retained samples were subjected to retraction lockout testing. All samples passed testing as they were able to be activated properly with no evidence of retraction defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: retraction issue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using the bd vacutainer® ultratouch¿ push button blood collection set, four (4) devices could not be activated. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D2b: additional medical device type: fpa e1: initial reporter facility name: (B)(6) hospital, linkou a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using the bd vacutainer® ultratouch¿ push button blood collection set, four (4) devices could not be activated. No adverse impact was reported regarding the patient or user.